Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device would not interrogate devices with the programmer, the cable was damaged and replaced. It was also noted that the label was missing its coating and the upper case lens was broken. Product ID: 2090, programmer. (B)(4).

Event description:
It was reported the programmer would not interrogate, or it stalled, when interrogating devices. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).